Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapse posterior. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, during grasping, the individual grippers were not working properly. It was noted that the anterior gripper was not lowering. Troubleshooting was performed, and both grippers were able to be lower and raise properly. Therefore the procedure continued and the clip was successfully deployed. Two clips were implanted, reducing mr 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.